Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Imdrf device code a0401 captures the reportable event of push catheter break. Imdrf impact code f2301 captures the reportable event of an additional device required.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the stent detached during deployment because the guiding catheter and push catheter broke. The detached piece was removed using pliers. However, the stent was able to be implanted successfully, and the procedure was completed. There were no patient complications reported as a results of this event.